Manufacturer narrative:
(B)(4). Results: visual inspection of the returned lens showed the lens was returned in liquid and a piece of a haptic was torn off and missing. (B)(4).

Event description:
It was reported that as the surgeon was inserting the micl12.6 implantable collamer lens, the trailing haptic got stuck on the plunger of the injector and tore. The lens was removed and the back up lens was implanted without further incident. One suture closed the wound. The reporter stated the incident was due to an operator error.